Manufacturer narrative:
There is no indication that the lens was explanted. (B)(6). Device evaluation: the intraocular lens (iol) was not returned at the manufacturing site as it remains implanted; therefore product testing could not be performed and the customer's reported complaint could not be verified. Photos of the implant were provided and were evaluated. It was not possible to discern what the abnormality was or where it was in the lens. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that one day post op the surgeon observed scratch marks or forceps marks on the two sides of the optic of an implanted intraocular lens (iol). No visual problem and no patient injury reported. No further information was provided.